Event description:
It was reported that the patient with this right ventricular (rv) lead experienced a syncope episode. Technical services (ts) was consulted and noted small amplitude signal on the right ventricular (rv) lead with possible right ventricular (rv) lead undersensing. The lead remains in service. No adverse patient effects were reported.